Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2016-04660. It was reported the patient experienced ineffective stimulation. A sjm representative tried reprogramming to no avail. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-04660. Additional information received identified the patient underwent surgical intervention on (B)(6) 2016 where in the ipg was explanted and replaced electively. At this time, the patient reports the issue appears to be resolved.